Event description:
The plaintiff's attorney alleged that the decedent experienced irregular heartbeats on (B)(6) 2011, a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-1050, 1051, 1052, 1053, 1054, 10505.